Manufacturer narrative:
Investigation is pending on this issue. A follow up MDR will be filed when investigation results are complete.

Event description:
User facility reports incident of a cracked luer connector found approx 30 min. Into hemodialysis treatment. Ebl = 100-200 cc. Patient was recannulated with a new needle to resume treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.